Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump usb port caught fire while plugged into a power source to charge. Reportedly, the customer obtained a blister on the customer¿s leg. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer will use a backup insulin pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.